Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock while the patient was exercising. Upon review, the technical services (ts) indicated that five episodes treated or untreated were taken place within the device. All episodes showed a sudden change in qrs morphology, enlarged with larger t wave double counting. The ts indicated that there is not possible to say the origin of this tachycardia is indeed ventricular as it could be either a slow ventricular tachycardia (vt) or an atrial tachycardia with conduction aberration. It is the doctor who must interpret the data. Troubleshooting was performed and the ts recommended reprogram options. This s-ICD remains in service. No additional adverse patient effects were reported.